Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacture's representative reported that once the healthcare provider (hcp) started the replacement and saw that the original pump was not connected to the catheter at the pump connection site the hcp decided that the patient was not receiving any benefit from the pump and decided to remove the current pump and not implant the opened new pump. It was noted the catheter was buried and not connected. The indication for use was non-malignant pain and failed back syndrome-other.

Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID: neu_unknown_cath, product type: catheter.

Event description:
Information was received from a consumer regarding a patient receiving unknown drug via an implantable infusion pump. It was reported the patient was opened up to implant a new pump but the healthcare provider noticed the catheter was not connected. The doctor felt the patient had been doing fine without the pump and decided to not install the new pump. It was noted the pump was open and on the table per the physician's assistants request for the pump to be ready.